Event description:
Procedure type: extended right colectomy. According to the reporter: the surgeon performed an extended right colectomy during which he created an end to side anastomosis between the small bowl and the large bowl just proximal to the splenic flexure. An endo gia universal and various loads, dst eea 28, pursestring 65 devices were used. The anastomosis was created extracorporeally with the pursestring device and the eea 28 mm device. The surgeon examined the anastomosis and inspected the staple line which appeared to be intact by extracorporeal visual and digital examination. No staple line reinforcement material was used and no abnormalities were noted during the surgery. The patient was discharged but then presented with symptoms and was brought into a different hospital in 2007, where another surgeon performed an exploratory laparoscopy and found a bowel leak at the end-to-side anastomosis. The patient died shortly after the laparoscopy due to infection.

Manufacturer narrative:
Initial report sent: 02/01/2008.